Manufacturer narrative:
Per the clinic, the infection was treated with an antibiotic (oral). The patient continues to have pain and drainage from the abutment site. This report is submitted on may 25, 2020.

Event description:
Per the clinic, the infection was treated with an antibiotic (oral). The patient continues to have pain and drainage from the abutment site.

Event description:
Correction: the previous or initial MDR submitted on may 01, 2020, was filed inadvertently. There was no loss of osseointegration or fixture loss. Per the clinic, the patient developed an infection and cellulitis at the implant site, and was treated with oral antibiotics. The patient continued to have pain and drainage from the abutment site, resulting in the removal of the abutment (date not reported). This report is submitted on may 19, 2023.

Event description:
Per the clinic, the patient developed an infection and cellulitis at the implant site, resulting in loss of osseointegration and fixture loss. The patient is currently receiving medical treatment for an unrelated medical issue, therefore reimplantation will take place following treatment.